Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: compatibility of the implanted devices together was confirmed. Neither operative notes nor x-rays have been provided. Component fit and orientation per the surgical technique are unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. No add'l complaints of pain have been received. Root cause cannot be determined with the info provided. Eval codes: it is not suspected that the product failed to meet specifications.